Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device used for treatment, was returned for evaluation. Please note: inadvertent twisting or over flexing of the needle track can affect deployment and may encourage unintended release or retaining of anchors. T1, t2 were not returned. No suture was returned. The delivery needle was visibly damaged and had been manipulated toward the left with the needle also flattened. The actuator no longer cycled or actuated properly due to the damage. The depth limiter was attached and fully advanced. It was disfigured from tissue resistance which aligns with probing and difficulty in reaching desired anchoring location. Per instructions for use: ¿do not push the deployment slider until the needle is fully penetrated through the meniscus. Do not bend the delivery needle. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ complaint history review indicated similar allegations for the lot number reported. Batch review did not indicate a condition or product, procedure failure that supported the allegation. No root cause related to the manufacture of the devices was confirmed. Product met specifications upon release to distribution.

Event description:
It was reported that during the procedure, the implant placement was performed and at the time of lowing the second point of the suture, this did not go down. Several attempts were made until the point got down but it was outside the meniscus, hence, it was necessary to remove it from the patient and use a back up device to perform the meniscal suture. No significant delay and no damage to the patient occurred since all the pieces were removed. Patient is stable. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.